Event description:
As the instrumentation was being placed, a small portion of the cottonoid got torn and was entrapped by the instrumentation. Attempts at removing the prosthesis were made, however, they could not be removed. The surgeon was able to bore around the prosthesis and get the remaining portion of the cottonoid out. Intraoperative x-ray did confirm this. Original intended procedure was posterior lumbar interbody fusion with bilateral decompression, laminectomy, medical facetectomy, posterolateral interbody fusion.

Manufacturer narrative:
Investigation findings: the finished good and lot number is supplied to deroyal by (B)(4). (B)(4) has been issued to the vendor. After issuing the scar, the vendor has responded via email to the qc complaint specialist identifying that the lot number identified within the report is not a valid lot number. The email is attached to the complaint file. A rep sample still contained within the packaging was received from the reporting customer but was of a different lot number than the initial lot number reported. It is unable to be confirmed that the rep sample lot number is the same lot number in which the issue occurred. The info was provided to the vendor and indicated on the scar. As part of the vendor investigation, it was identified that the DHR for the rep lot number 14g1747 and all dhrs for this product code mfg during 2014 was reviewed. In addition, a material integrity test was conducted previously on the raw material lot, the material does not show a change after (B)(4) of soaking in a saline solution. All lots mfg of (B)(4) during 2014 used the same raw material number. This info is contained within (B)(4). Correction: a correction has not been taken. Root cause analysis: scar: based on the results of test made previously, the root cause was determined not to source from the mfg process or device and is suspected to be connected to end user handling. Based on the description, it appears as though a sharp instrument came in contact with the delicate material during use, causing the device to tear. No material or mfg issues were identified during root cause investigation. Material and process evals have been conducted previously, which did not provide evidence of material defects and material integrity was maintained. Therefore, this type of defect is generally attributed to the user. Also, the DHR for each lot of this product mfg during 2014 was reviewed and no evidence of damage neuro sponges was found during the mfg process or functional testing. Neuroneutec sponge is a textile fabric. Any sharp tools or cutting devices can damage the sponge. Any small protruding parts could snag the sponge. Corrective action: scar: no corrective actions are to be implemented as no material or mfg issues could be detected. The frequency of this defect is very low when compared to the quantity of product produced. This defect is generally a user issue and not that of mfg or design. Prevention action: scar: heightened awareness to the issue has been documented to personnel associated with this product. No further info available at this time. The investigation is complete.